Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported false eri alert could not be conclusively determined. (B)(4).

Event description:
During remote follow up, a false eri alert was noted. A firmware download was performed on the device and normal longevity estimation was restored. The patient is stable.